Event description:
It was reported that this pacemaker was suspected to be exhibiting premature battery depletion. At the last device check in (B)(6) 2020, the device battery longevity was estimated at 4.5 years. Recently, at the follow up visit, the battery longevity is showing 1 year remaining. The plan is to replace this device. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker was suspected to be exhibiting premature battery depletion. At the last device check in (B)(6) 2020, the device battery longevity was estimated at 4.5 years. Recently, at the follow up visit, the battery longevity is showing 1 year remaining. The plan is to replace this device. No adverse patient effects were reported. This device remains in service.